Event description:
It was reported that during a breast biopsy, the tissue marker did not deploy. They changed markers and finished the case. No pt data available.

Manufacturer narrative:
(B) (4). (B) (4). Clear tip. Evaluation summary: the analysis results of the mam3002 found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A batch record review was performed and no anomalies were found during the manufacturing process.